Event description:
The customer reported noticing reagent leak of approximately 20 ml from the probe wipe and under valve 16 below the baths of the coulter ac*t diff analyzer while running a patient sample. The customer indicated that the leak was not contained within the instrument and affected two (2) patient results. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer was wearing gloves at the time of the event and no injury or exposure was reported. The customer provided the initial two (2) patient results to demonstrate the low cbc (complete blood count) results but the correct results were not provided for comparison. Data review indicates that the instrument generated flags for only one (1) sample.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that solenoid valve 14 was not opening completely causing the baths to not drain completely and overflow. The fse replaced the solenoid valve 14 to resolve the issue. Failure mode is attributed to a defective solenoid valve 14.